Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was difficult to remove from the device header during a device replacement procedure. The physician tugged on the lead and successfully removed it from the device header. It was then noted that the sealing rings and insulation on the anode ring near the distal pin were slightly separated. All lead diagnostics were within range and the lead pin was inserted into the replacement device without difficulty. No adverse patient effects have been reported. Additional information received that during a second device replacement procedure, this ra lead could not be removed from the device header. The ra lead was physically damaged and was torn apart during the removal attempt. Subsequently, this ra lead was surgically abandoned and replaced. No adverse patient effects were reported.